Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. Angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the 3.5x15mm xience xpedition stent was implanted in the mid right coronary artery (rca). The patient had intermittent chest pain for 3 months and was admitted to the hospital on (B)(6) 2016. Coronary angiography on (B)(6) 2016 found plaque in the mid rca, but the xience xpedition stent was patent. It is unknown if the plaque was within 5 mm of the xience xpedition stent. Medication was given and the condition resolved. The patient was discharged from the hospital on (B)(6) 2016. Although the physician reported that this event was not related to the stent, there was plaque in the mid rca. No additional information was provided.